Manufacturer narrative:
This report is a supplemental to (1218950-2024-00449) due to incorrect serial number used. Additional information was received that serial number: (B)(6) was reported to be a typo. The correct serial number is (B)(6). This additional information updated the 510k, gtin and manufacture date. General information: 510k. Box d: serial number, gtin, and manufacture date.

Event description:
It was reported the picix server stopped alarming. The device was in use at the time of event and no adverse event as occurred.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone (B)(6)

Manufacturer narrative:
A philips field service technician(fst) went onsite to evaluate the device in question. The fst confirmed the problem reported by the customer was a service stopped on the server, identified by his monitoring tool. The service stopped was philips.pmp.dbenginehost.exe. No alarms were configured on the server. This issue came from the patient link and not a central station. The functional test made were to start the system configuration and see that the services was stopped. The fst further explained, there were no alarms on the server, the alarms came from the customer it monitoring tool. The cause was a server disaster recovery test made by de hospital it team. The service stopped due to the hospitals it team generated a server disaster recovery test. This test caused a hardwareid change, which resulted in the license not being able to check with the new hardware ID. This was determined by a system validation check. To resolve the issue, the fst requested the it team on the customer side to change the vm hardwareid again to the previous one. The fst reran the system setup and the issue was resolved. No further investigation or action is warranted at this time. Based on the information provided in the case, this record has now become non-reportable. If the customer reports unexpected behavior of the alarms with supporting data that the issue does not represent a malfunction but is related to user knowledge or application related issues, this is not reportable. Product labeling describes alarm behavior.